Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. To further reduce mr, an additional xtw was inserted into the mitral valve and lowered into the left ventricle. However, the anterior leaflet became caught on the gripper. Troubleshooting was performed and the clip was unable to be freed. The physician decided to deploy the clip on both leaflets. After removing the lock line, the clip opened to roughly 60 degrees. It was noted that the clip was closed again and remain closed after deployment. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported entrapment of device and clip open while locked were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.